Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 20, 2016. H3 other text : implanted device remains.

Event description:
It was reported that the patient experienced recurrent infections and skin overgrowth (date not reported) at the abutment site; subsequently, the patient was treated with the antibiotics and steroid injections(date and duration not reported).